Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. No unexpected restart noted during testing. No delivery anomaly was noted. The device was unable to prime during prime test due to faulty force sensor resistor, unable to complete functional test due to prime anomaly. The device had minor scratched lcd window and cracked reservoir tube lip.